Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right arm). There was a hematoma present prior to sealing. Deployment steps revealed blood return on aspiration, and 5cc of procoagulant were delivered. Onset of symptoms of arterial occlusion (white, ischemic hand) occurred almost immediately after duett deployment. Treatment consisted of a surgical thrombectomy of the right upper extremity. The event was resolved with no further complications.